Event description:
Please refer to medwatch MFR report number 2954917-2012-00089. This report is for the second device involved in the case. Pt was an (B)(6) female, with left internal carotid artery occlusion. Two passes with a merci retriever v 2.5 soft and two passes with merci retriever a v 3.0 firm were made. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after treatment. Minor bleeding at left caudate nucleus was noticed on a post-operative CT scan. Expansion of bleeding at left caudate nucleus had not been confirmed; however brain swelling became prominent, the day after operation, respiratory arrest from brain hernia attributed to cerebral infarction. Tissue plasminogen activator (t-pa) was not administered during the case. The doctor stated that extensive infarction was present and the risk of hemorrhage was predicted. Medical intervention was not performed. The doctor stated that the pt had brain infarction of right hemisphere as pre-existing condition. As left cerebral infarction occurred this time and became bilateral infarction, the pt's outcome would not have been favorable even if medical intervention was performed.

Manufacturer narrative:
Physician believes the hemorrhage occurred due to recanalization and was not related to the use of merci retrievers. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 3.0 firm device could not be reviewed.